Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that the during the procedure an error message was displayed on the hd camera head. The procedure was completed using a replacement device. There was no patient harm associated with the event. Upon evaluation of the device error message, no image was displayed. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
E1: (B)(6). The device was returned for evaluation and the customer's issue was confirmed "error message, no image" the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.